Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been treated for hypoglycemia. While traveling on a airplane the patient's blood glucose levels had dropped to 57 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient drank juice and consumed a high amount of carbohydrates. Once the airplane had landed the paramedics removed the patients pod and monitored the patient. The pod will not be returned as it has been discarded.